Manufacturer narrative:
One device was returned for analysis of complaint of error code 41622. This alarm event pauses the delivery of the pump until the error is addressed. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. The complaint cannot be confirmed during the event log review. Visual and functional testing was performed. Complaint was confirmed during power up test and motor testing. Probable cause was the motor was locked up. Replaced the motor (cleaned out the hub gear). Device passed all testing criteria post repair.

Event description:
It was reported that there was an error code 41622. This alarm event pauses the delivery of the pump until the error is addressed. There was no patient involvement.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.